Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate stayed at 240 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur when there was large variation in pressure measurements used to calculate remaining insulin and was advised that once actual insulin amount matched static displayed value, fill estimate would begin to decrease normally, and customer understood and acknowledged this explanation.